Manufacturer narrative:
The post-op radiographs show an m6-c which may have been implanted beyond the posterior edge and the device is in a lordotic position which indicates suboptimal surgical technique. The pre-revision radiographs showed an intact device which had to be deconstructed for removal. Upon device examination, it was not possible to distinguish in vivo damage and extraction damage. A review of the lot history records for this device did not reveal any relevant non-conformances to device specification. In summary, the most likely cause of the failure is surgical technique.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information and the return of the device has been requested.

Event description:
It was reported that the patient presented with unresolved pain. The m6-c artificial cervical disc was removed.